Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on (B)(6) 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4). A visual inspection showed damage to the head restraint brackets and a missing battery partition cover. This autopulse platform is a reusable device that was manufactured in september 2004, therefore these types of physical damage can be attributed to normal wear and tear of the device over its life. The physical damage observed is unrelated to the reported complaint. A review of the autopulse (ap) platform archive for (B)(4) 2016 confirmed that the device reported multiple ua 41 'patient temperature sensor failure' faults. Initial functional testing passed all specifications. The device was stress tested with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 30 minutes. Ua 11 (max patient temperature exceeded) occurred intermittently. A check of the fan vent showed it to be working properly. To resolve the ua 41 and ua 11 issues and avoid reoccurrence the temperature sensor and the power distribution board (pdb) were replaced. Additional parts replaced were the battery partition cover and head restraint brackets. The autopulse passed the 'run in' test and 'final' test to all current specifications. The root cause of the ua 41 faults was the temperature sensor and pdb. In summary, the customer's reported complaint of the ap user control panel reporting ua 41 was confirmed. The investigation determined that this was due the temperature sensor and pdb. The battery partition cover and the damaged head restraints were replaced, after which the platform passed all final testing criteria.

Event description:
The customer reported that during their morning check the autopulse user control panel displayed user advisory (ua) 41 'patient temperature sensor failure'. This occurred during power up; no patient involved.